Event description:
It was reported that the 6800 system had a sheered off bolt to the 6 inch travel lock.there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced screws and transport ring. The system was tested and found to be working as intended and placed back into svc.